Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced two low blood glucose (bg) events below 40 mg/dl; cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 42-52 mg/dl were recorded by continuous glucose monitor (cgm) from 12:13:31 am to 12:23:31 am on (B)(6)2019. Cgm alert 1 (cgm low alert) enunciated at 12:13:21 am. A tubing fill of size 11.3 units was observed on (B)(6)2019 at 4:16pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6)2019, user made a bolus request of size 11.89 units, approximately 6 hours prior to the low bg. On (B)(6)2019, user made a bolus request of size 17.5 units, approximately 2.5 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. A 170% temporary rate for 2 hours and 55 min was observed on (B)(6)2019 at 9:58pm. It is possible the user¿s personal profile settings need adjustment. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 54 mg/dl were recorded by continuous glucose monitor (cgm) from 5:08:32 pm to 5:38:32 pm on (B)(6)2019. Cgm alert 1 (cgm low alert) enunciated. On (B)(6)2019, user made a bolus request of size 11.51 units, approximately 6 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure. Correction: device manufacture date.